Event description:
Neuro renegade hi-flo catheter was advanced over a synchro-2 guidewire into the intracranial portion of the left vertebral artery and positioned in the left posterior cerebral artery for a neuroform ez stent placement. Initially a neuroform ez was prepped, but could not be advanced through the catheter. This was removed. Another neuroform ez stent was prepped. Again, this one could not be advanced through the catheter. The neuro renegade catheter was removed and there appeared to be a defect (kink) in the piece near the hub of the catheter.